Event description:
A journal article was reviewed which contained information regarding this lead. The lead was extracted due to the patient having an infection. A new endocardial lead was successfully reimplanted in another branch of the heart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "active fixation mechanism complicates coronary sinus lead extraction and limits subsequent reimplantation targets." J. Intervent. Card. Electrophysiol. January 1 2013;36(1):81-86.